Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced dryness, burning, halos around lights, itching, flashing light sensations, floaters, sensitivity to light, vision distortion and patient had used lymphocyte function-associated antigen-1 (lfa-1) antagonist and immunosuppressants. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).